Event description:
It was reported the patient's initial/primary surgery had taken place in (B)(6) 2010. On (B)(6)2022 (event date), during a routine removal procedure, the driver tip broke. The broken piece of the driver tip was unable to be removed from the screw head and therefore remains in the patient's body. It was reported this issue did not prolong the procedure, and no other adverse patient consequences were reported. This report is related to report number 3025141-2022-00391 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.